Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), ovarian neoplasm ('hysterectomy with the removal removal of one ovaery because of tumor') and genital haemorrhage ('heavy bleeding') in a 43-year-old female patient who had essure (batch no. 818079-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin 1/20) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014 , the patient experienced uterine polyp ("ablation after first d & c found several polyps a second was scheduled"), 3 years after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstrual disorder ("abnormal periods (lenght of time and amount of bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant) and experienced depression ("injury to herself/hormonal changes describe: depression") and mood swings ("mood swings"). The patient was treated with fluoxetine hydrochloride (fluoxetin) and surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, ovarian neoplasm, genital haemorrhage, depression, mood swings, vaginal haemorrhage, uterine polyp and menstrual disorder outcome was unknown. The reporter considered depression, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, ovarian neoplasm, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as jun-2012. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on 02-jun-2011: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 26-jun-2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), ovarian neoplasm ('hysterectomy with the removal of one ovaery because of tumor') and genital haemorrhage ('heavy bleeding') in a 43-year-old female patient who had essure (batch no. 818079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin 1/20) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced polyp ("ablation after first d & c found several polyps a second was scheduled"), 3 years after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstrual disorder ("abnormal periods (lenght of time and amount of bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant) and experienced depression ("injury to herself/hormonal changes describe: depression") and mood swings ("mood swings"). The patient was treated with fluoxetine hydrochloride (fluoxetin) and surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary), d&c). Essure was removed on 13-jul-2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, ovarian neoplasm, genital haemorrhage, depression, mood swings, vaginal haemorrhage, polyp and menstrual disorder outcome was unknown. The reporter considered depression, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, ovarian neoplasm, pelvic pain, polyp and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2012. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs received: lot number was added. Event injury was deleted. Events: depression, mood swings, abnormal bleeding (vaginal, menorrhagia), polyps, abnormal bleeding, heavy bleeding, tumor were added. Event onset date and outcome were added. Lab data were added. Reporters were added. Essure insertion and removal date were updated. Essure removal surgeries were added. Patient demographics were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("genital bleeding") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, hypersensitivity reaction, bladder disorder, eye disorder, multigravida (4), parity 1 (3), ovarian cyst and endometriosis. Date: (B)(6)2011- hysterosalpingogram verifies tubal occlusion. Findings: intraoperative findings reveal a normal size uterus and no adnexal masses. The endometrial cavity appears perfectly normal and both tubal ostia easily visualized. Date (B)(6)2016- hysterectomy with a left salpingo-oophorectomy, lysis of adhesions, right salpingectomy and cystoscopy. Previously administered products included for an unreported indication: loestrin (B)(6). Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6)2014 to (B)(6)2016. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)/heavy cycles lasting 10+ days and only a couple days between cycles, endometrial issue"), fatigue ("fatigue"), migraine ("migraines / headaches") and endometrial disorder ("abnormal bleeding (vaginal,menorrhagia)/heavy cycles lasting 10+ days and only a couple days between cycles, endometrial issue"). In (B)(6)2014, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss (specify which one)"). On (B)(6)2014, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy") and urticaria ("rashes or skin conditions type: hives all over body"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced alopecia ("hair loss diagnosed alopecia") and mental disorder ("psychological or psychiatric problems condition: depression"). In (B)(6)2014, the patient experienced astigmatism ("vision/eye problems type: vision changes/ astigmatism"). In (B)(6)2015, the patient experienced tooth disorder ("dental problems"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced urinary tract infection ("bladder or urinary problems or changes utts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), injury ("injury to herself"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia) heavy cycles lasting 10+ days and only a couple days between cycles,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), back pain ("back pain"), anaemia ("anemia") and headache ("migraines / headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, injury, allergy to metals, female sexual dysfunction, urinary tract infection, tooth disorder, dysmenorrhoea, fatigue, nausea, mental disorder, depression, anxiety, vaginal discharge, astigmatism, weight increased and back pain outcome was unknown, the pelvic pain, dyspareunia, migraine, abdominal pain and vulvovaginal pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, alopecia, urticaria, anaemia and headache had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, astigmatism, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, injury, menorrhagia, mental disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Hysterectomy - on (B)(6)2016: complex left ovarian cyst, possible endometriosis.. Hysterosalpingogram - on an unknown date: 1, hysterosalpingography, radiological supervision and interpretation. 2. Catheterization and introduction of saline or contrast material for saline infusion sonohysterography (sis) or hysterosalpingography impression: 1. Bilateral fallopian tube occlusion.. The patient is a 39-year-old, gravida 2, para 1-0-1-1 who has stated with 100% certainty that she desires no future fertility. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. New events vaginal hemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, uti, tooth disorder, device breakage, dysmenorrhea , dyspareunia, fatigue, alopecia, migraine, nausea, mental disorder, depression, anxiety, rash, headaches, urticarial, vaginal discharge, visual impairment, weight increased, abdominal pain, vulvovaginal pain, endometrial disorder, back pain, anemia were added. Outcome of event pelvic pain was updated. New reporter, patient information, medical history, historical drug, concomitant medication and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and injury ("injury to herself"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and injury outcome was unknown. The reporter considered injury and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: new event injury nos and new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), ovarian neoplasm ('hysterectomy with the removal removal of one ovaery because of tumor') and genital haemorrhage ('heavy bleeding') in a 43-year-old female patient who had essure (batch no. 818079-not valid,810379) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gravida ii and parity 3. Concurrent conditions included menometrorrhagia, endometrial thickening, polymenorrhoea, bleeding genital and vaginal discharge. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin 1/20) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine polyp ("ablation after first d & c found several polyps a second was scheduled"), 3 years after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstrual disorder ("abnormal periods (lenght of time and amount of bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant) and experienced depression ("injury to herself/hormonal changes describe: depression") and mood swings ("mood swings"). The patient was treated with fluoxetine hydrochloride (fluoxetin) and surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, ovarian neoplasm, genital haemorrhage, depression, mood swings, vaginal haemorrhage, uterine polyp and menstrual disorder outcome was unknown. The reporter considered depression, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, ovarian neoplasm, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2012. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : endometrial polyp, menorrhagia. Most recent follow-up information incorporated above includes: on 26-jun-2019: mr received. Reporter information were added. Lot number were added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), ovarian neoplasm ('hysterectomy with the removal of one ovary because of tumor') and genital haemorrhage ('heavy bleeding') in a 43-year-old female patient who had essure (batch no. 818079-inv, 810379-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gravida ii and parity 3. Concurrent conditions included menometrorrhagia, endometrial thickening, polymenorrhoea, bleeding genital and vaginal discharge. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin 1/20) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine polyp ("ablation after first d & c found several polyps a second was scheduled"), 3 years after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstrual disorder ("abnormal periods (lenght of time and amount of bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant) and experienced depression ("injury to herself/hormonal changes describe: depression") and mood swings ("mood swings"). The patient was treated with fluoxetine hydrochloride (fluoxetin) and surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the menorrhagia, ovarian neoplasm, genital haemorrhage, depression, mood swings, vaginal haemorrhage, uterine polyp and menstrual disorder outcome was unknown. The reporter considered depression, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, ovarian neoplasm, pelvic pain, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2012. Current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : endometrial polyp and menorrhagia most recent follow-up information incorporated above includes: on 3-jul-2019: update of ptc information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('heavy bleeding') and ovarian neoplasm ('hysterectomy with the removal of one ovary because of tumor') in a 43-year-old female patient who had essure (batch no. 818079-not valid,810379-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gravida ii and parity 3. Concurrent conditions included menometrorrhagia, endometrial thickening, polymenorrhoea, bleeding genital and vaginal discharge. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin 1/20) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine polyp ("ablation after first d & c found several polyps a second was scheduled"), 3 years after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menstrual disorder ("abnormal periods (lenght of time and amount of bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant) and uterine leiomyoma ("other injury(ies) or complication please: fibroids") and experienced depression ("injury to herself/hormonal changes describe: depression"), mood swings ("mood swings/hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), cyst ("other injury(ies) or complication please: cysts"), uterine enlargement ("other injury(ies) or complication please describe: enlarged uterus") and dysmenorrhoea ("dysmenorrhea cramping"). The patient was treated with fluoxetine hydrochloride (fluoxetin) and surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the genital haemorrhage, ovarian neoplasm, depression, mood swings, uterine polyp, menstrual disorder, hot flush, cyst, uterine leiomyoma and uterine enlargement outcome was unknown. The reporter considered cyst, depression, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, mood swings, ovarian neoplasm, pelvic pain, uterine enlargement, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as jun-2012. Current weight 240 lbs. Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), mood swings, enlarged uterus, cysts, fibroids right: seven coils were seen protruding into the endometrial cavity left: three coils were seen protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, confirm tube occlusion, bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : endometrial polyp and menorrhagia, cyst, leiomyoma of uterus most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. New lot number was added. Events per pfs: hormonal changes describe: hot flashes, other injury(ies) or complication please describe: cysts, fibroids, enlarged uterus and dysmenorrhea were added, outcome of dysmenorrhea, bleeding were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 day after insertion of essure. On an unknown date, the patient experienced injury ("injury to herself"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and injury outcome was unknown. The reporter considered injury and pelvic pain to be related to essure. The reporter commented: approximate weight at the time of essure placement: 170 lbs. The patient is a 39-year-old, gravida 2, para 1-0-1-1 who has stated with 100% certainty that she desires no future fertility. Amendment: the report was amended on (B)(6) 2019 for the following reason: significant case correction. All the information removed from this case which received on the 11-feb-2019: pfs. Events, outcome of pelvic pain, reporter, patient information, medical history, concomitant medication, lab data and essure implant/removal date were removed. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/pain'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') and ovarian neoplasm ('hysterectomy with the removal of one ovary because of tumor') in a 43-year-old female patient who had essure (batch no. 818079,810379not valid, 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gravida ii and parity 3. Concurrent conditions included menometrorrhagia, endometrial thickening, polymenorrhoea, bleeding genital and vaginal discharge. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin 1/20) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine polyp ("ablation after first d & c found several polyps a second was scheduled"), 3 years after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menstrual disorder ("abnormal periods (lenght of time and amount of bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian neoplasm (seriousness criterion medically significant) and uterine leiomyoma ("other injury(ies) or complication please: fibroids") and experienced depression ("injury to herself/hormonal changes describe: depression"), mood swings ("mood swings/hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), cyst ("other injury(ies) or complication please: cysts"), uterine enlargement ("other injury(ies) or complication please describe: enlarged uterus") and dysmenorrhoea ("dysmenorrhea cramping"). The patient was treated with fluoxetine hydrochloride (fluoxetin) and surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the ovarian neoplasm, genital haemorrhage, depression, mood swings, uterine polyp, menstrual disorder, hot flush, cyst, uterine leiomyoma and uterine enlargement outcome was unknown. The reporter considered cyst, depression, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, mood swings, ovarian neoplasm, pelvic pain, uterine enlargement, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: other lot mentioned-ha160426 discrepancy to be noted in essure insertion date as (B)(6) 2012. Current weight 240 lbs. Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), mood swings, enlarged uterus, cysts, fibroids right: seven coils were seen protruding into the endometrial cavity left: three coils were seen protruding into the endometrial cavity. The device was deployed in the usual fashion and seven coils were seen protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, confirm tube occlusion, bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : endometrial polyp and menorrhagia, cyst, leiomyoma of uterus. Most recent follow-up information incorporated above includes: on 10-mar-2020: plaintiff fact sheet and medical records received. Lot number added. Reporter information were added. Event genital bleeding as updated to nonserious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding)') in a 43-year-old female patient who had essure (batch no. (818079,810379)inv, 810879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, gravida ii and parity 3. Concurrent conditions included menometrorrhagia, endometrial thickening, polymenorrhoea, bleeding genital and vaginal discharge. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin 1/20) in 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced uterine polyp ("ablation after first d & c found several polyps a second was scheduled"), 3 years after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menstrual disorder ("abnormal periods (lenght of time and amount of bleeding)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have ovarian neoplasm ("hysterectomy with the removal of one ovary because of tumor") and uterine leiomyoma ("other injury(ies) or complication please: fibroids") and experienced depression ("injury to herself/hormonal changes describe: depression"), mood swings ("mood swings/hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), cyst ("other injury(ies) or complication please: cysts"), uterine enlargement ("other injury(ies) or complication please describe: enlarged uterus") and dysmenorrhoea ("dysmenorrhea cramping"). The patient was treated with fluoxetine hydrochloride (fluoxetin) and surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary), d&c). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the ovarian neoplasm, genital haemorrhage, depression, mood swings, uterine polyp, menstrual disorder, hot flush, cyst, uterine leiomyoma and uterine enlargement outcome was unknown. The reporter considered cyst, depression, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, mood swings, ovarian neoplasm, pelvic pain, uterine enlargement, uterine leiomyoma, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: other lot mentioned-ha160426. Discrepancy to be noted in essure insertion date as (B)(6) 2012. Current weight 240 lbs. Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), mood swings, enlarged uterus, cysts, fibroids right: seven coils were seen protruding into the endometrial cavity left: three coils were seen protruding into the endometrial cavity. The device was deployed in the usual fashion and seven coils were seen protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, confirm tube occlusion, bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : endometrial polyp and menorrhagia, cyst, leiomyoma of uterus. The lot numbers reported (818079, 810379) are invalid. The lot numbers 818079 and 810379 are invalid. Lot number:810879, manufacture date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: update of information (batch is not valid). On 1-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.